Event description:
Stretched coil. This patient was undergoing coil embolization within a giant internal carotid artery (ica) 20mm aneurysm. Seven coils were placed within the aneurysm without difficulty. There was no resistance when the coil was initially being advanced through the microcatheter to the target site. The 8th coil was being withdrawn for repositioning in the aneurysm when it stretched. The stretched coil removed from the mc without difficulty. Continuous flush was maintained within the mc. The physician decided to stop the procedure and bring the patient back at a later date. There was no adverse effect to the patient. There was no resistance between the gw and the mc when accessing the target site. The position of the mc was not lost.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete. Please note additional information will be submitted within 30 days upon receipt.